Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 7/20/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half and that the iol had been torn, which is consistent with a lens that was handled during removal and replacement. A detached haptic was also observed. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue was confirmed; however, this can be attributed to handling and cannot be confirmed to be related to manufacturing, and therefore no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search in the complaint history revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after a z9002 model intraocular lens(iol) was implanted into patient's eye it was noted to be torn. Lens was cut out and procedure was completed successfully using backup lens of same model and diopter. No further information available.